Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. The mitral valve annulus is known to have a twisting motion due to anatomic distribution of the myocardial muscular fibers which interact and ultimately influence the impact of the mechanical stresses along the annulus. The root cause of this event cannot be conclusively determined with the available information. Physical inspection of the valve did not reveal any issues with implant; however, an additional suture was placed regardless in the area of concern. There has been no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. It has been determined that this event was likely due to patient and/or procedural related factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that patient had 7300tfx 25mm bioprosthetic mitral valve implanted and had perivalvular leak (pvl) on pod #1. Patient presented with severe mitral regurgitation and moderate to severe aortic stenosis. The patient underwent mitral valve replacement and aortic valve replacement. The patient tolerated the procedure and was transferred to the ICU in stable condition. However, approximately six hours postop, patient developed hypotensive episodes which were not responding to IV fluids. Because of patient's large amount of pressors being required, decision was made to bring patient back to operating room on pod #1. Patient underwent an exploratory redo sternotomy with evacuation of clot. The large portion of clot causing cardiac tamponade was removed. Tee showed a pvl, so patient was placed back on cardiopulmonary bypass. There was notable back flow from the patent foramen ovale. This was oversewn with pledgeted 3-0 prolene. The mitral valve was assessed with a sharp right angle around the edges. There was no area where the right angle was able to slip under the sewing ring. However, the area of concern noted on the echo, another pledgeted ethibond suture was placed. The patient was weaned from bypass. The patient was transferred to the ICU in stable but critical condition. Care was withdrawn as patient's status was starting to deteriorate on pressor support, ventilator support, renal support, and that there was no intervention surgically to repair. Patient expired on pod #10.